Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's smart watch was interfering with the implantable neurostimulator (ins). When the ECG sensing feature of the watch was on, the deep brain stimulation (dbs) therapy allegedly changed, and would go back to normal in a few minutes when the ECG recording was done. The issue started sometime after the patient received the smart watch on (B)(6) 2019. The patient had been implanted for several years and had stable therapy output until the event. When sensing is off, there was no interference between the watch and the therapy. It was noted the watch makes several measurements each day. The patient noted they looked for other reasons, but concluded it was the watch causing the problem. It was noted the ins was implanted on the right side of the chest, and the watch was on the left arm. It was not known how close the watch and ins were to each other when the therapy changed, but it was noted the patient's phone was likely farther away from the ins than the watch. The patient experienced headache, became "very tired in the brain," was shaking more than usual, and slept a lot. These symptoms persisted until turning off sensing. The patient turned off the sensing feature and noted there were no problems since turning off the ECG function. The patient was implanted for parkinson's disease.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.